Event description:
The customer reported to philips that when using the internal paddles the shock button on the paddle set set failed and did not deliver a shock. There was no report of pt involvement.

Manufacturer narrative:
Pr#: (B)(4).